Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this implantable cardioverter defibrillator (ICD), an artifact was observed which suggested there were air bubbles in the header. The device was re-connected to the right ventricular (rv) lead and the frequency decreased. At this time, the system remains in service and the observation subsided after less than 24 hours. No adverse patient effects were reported.